Event description:
The pt was seen at the implant center for device eval in 2001. Testing conducted at the center demonstrated the pt's system was no longer functioning. Revision surgery took place in 2001. The pt was reimplanted with another clarion device.